Manufacturer narrative:
This male experienced restenosis of a palmaz-schatz stented segment in his right coronary artery, 5 years post implantation. Restenosis is a potential adverse event associated with coronary artery stenting. Medical history was listed as hypertension and gastritis. No allergies were reported at the time of implant. The initial procedure was performed after a positive stress test. Single vessel disease was identified; a dominant rca presented a 99% stenosis in its mid-segment. Lesion characteristics, (including lesion length) were not recorded in the procedural report; however, a chest x-ray reported a "calcified thoracic aorta", which suggests a possibility of a calcified coronary tree, as well, that could make treatment more difficult and increase the likelihood of dissection during treatment. The lesion was pre-dilated with a 3.0 mm balloon prior to implanting one 3.0 mm "j&j stent" and post-dilating at 18 atm with another 3.0 mm non-compliant balloon (balloon and stent lengths were not given). A proximal dissection was identified; so another 3.0 mm "j&j stent" was implanted in the same manner as the first. A third stent was placed distally (in the same manner as the others) to treat "some irregularities" (interpreted as diffuse disease). It is not known if the stents were over-lapping. The entire segment was then post-dilated at 18 atm with a 3.5/40 mm balloon, resulting in 0% residual stenosis. The procedure was considered successful. Five years later, clinically driven angiography identified a new 30% lesion in the proximal rca in addition to 70% restenosis in the stented area. The procedural report specifically stated, "it must be noted that this stenosis was quite focal within a long stented area", which may suggest a gap existed and the stents were not completely overlapping. The restenosis was treated with inflation of a cutting balloon and brachytherapy (40 mm source train) to "minimize the likelihood of recurrent in-stent restenosis". This procedure was also considered successful and the pt was discharged on asa, plavix, lipitor and prilosec. Four years later, the pt developed a persistent rash that his wife thought might be related to the long ago implanted stents. The rash was treated with various anti-biotics, anti-fungals and topical ointments but "never goes away". The products remain implanted and cannot be returned for evaluation. A review of the manufacturing records was not possible, as the decade-old records could not be located. After review of the information provided, progression of coronary artery disease, vessel/lesion characteristics and procedural factors may all have contributed to the restenosis; however, it is unlikely that the stents implanted 9 years previously contributed to the pt's reported rash. This is one of three products involved in the same pt and reported under manufacturing number 1016427-2007-00048. Note: additional information received on may 24, 2007 indicated that a proximal dissection was present; this information was submitted timely under medwatch report 1016427-2007-00048. After review of the complaint file, it was determined that the dissection was an adverse event that occurred during the index procedure and was attributed to only one of the stents. Consequently, this medwatch report was created to include the dissection occurred during the index procedure.

Event description:
The report received indicated that the pt had three stents implanted in his right coronary artery. In 1997, the admitting diagnosis was arteriosclerotic heart disease. The pt was referred for evaluation of chest pain; pt's stress test results were consistent with ischemia. The pt underwent catheterization, which revealed a critical right coronary artery (rca) lesion. The lesion was pre-dilated with a 3.0 mm balloon prior to implanting one 3.0 mm "j&j stent" and post-dilating at 18 atm with another 3.0 mm non-compliant balloon. A proximal dissection was identified; so another 3.0 mm "j&j stent" was implanted in the same manner as the first. A third stent was placed distally (in the same manner as the others) to treat "some irregularities". After the procedure, yearly stress tests were conducted and in 2002, the results for his test were not favorable. Additional diagnostic tests were conducted and results identified "clogged stents". As a result a second procedure was performed and radiation seeds were implanted. In addition, since 2006, he has been experiencing a persistent rash; the rash has not progressed and has been treated with creams and ointments. Further investigation indicated that the pt was not allergic to anything prior to the procedure; however, after the stent implantation the pt started developing allergies and could not even tolerate his medication, which included his beta-blockers. Pt's admitting medications in 1997 included tenormin, prilosec 20 and was discharged on his preadmission medication with addition of ticlid. In 2002, the pt was discharged on plavix, ecotrin, lipitor and prilosec 20.